Event description:
The nurse reported that the left foot side rail would not stay in the latched position. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician swapped out the bed for a known working bed, he could not repair the bed at the facility. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.